Manufacturer narrative:
The device is expected for return. This report will be updated upon completion of analysis.

Event description:
It was reported during the implant procedure, there was damaged observed on the left ventricle (lv) lead. It was indicated that 'white stripes' were seen on the insulation. A new lead was implanted to complete the procedure. No adverse effects to the patient were reported. The lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned and intact. Visual inspection noted dried blood/body fluid in the helix housing. Additionally, visual inspection confirmed the lead, with the helix retracted, was returned and noted wrinkled rs-ptfe (rate-sense coil insulation covering) insulation in several places (16-27 cm from terminal end). The friction force that results from contact between the lead and a constricted area has been known to cause the rs- ptfe to bunch up, that appears to have happened in this case.

Event description:
It was reported during the implant procedure, there was damaged observed on the left ventricle (lv) lead. It was indicated that 'white stripes' were seen on the insulation. A new lead was implanted to complete the procedure. No adverse effects to the patient were reported. Additional information: this report has been updated to include the final analysis results.